Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The vibrator functioned properly. The pump was received with minor scratches on the lcd window, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a vibrate anomaly. The blood glucose at the time of the incident was unknown. The customer stated that the insulin pump had absence of vibrate and after changing the battery, the anomaly persisted. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.